Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon noticed the pump was able to rotate more "freely" once locked onto the apical cuff. The surgeon unlocked the pump from the apical cuff using the unlocking tool and reseated the pump with the apical cuff. No yellow line was present on the slide lock. There was no noticeable leaks or bleeding from the apical cuff or connection between the inflow and apical cuff once the pump was on. The left ventricular assist device (lvad) functioned under normal parameters and the decision was made by the surgeon to keep the original pump. It was reported that the patient was stable.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the report of the pump rotating "more freely" could not be confirmed through this evaluation. Furthermore, a specific cause for the event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No additional events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.